Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using too long of an implant, or placing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: there is no information about the number of ifuse implants used, their sizes, lot numbers or exact procedure date.

Event description:
The patient had si joint arthrodesis in 2012 or 2013 where at least two implants were placed. The patient complained of radicular leg pain sometime after the procedure. The surgeon determined via CT scans that the longest implant had breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed two implants and placed a wider implant of the same type into one of the explant holes to stabilize the si joint. The patient's radicular pain symptoms resolved following the revision procedure.